Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an unspecified issue with readings occurred. The sensor was inserted into the abdomen. Approximately on (B)(6) 2023, patient experienced extremely high reading on her cgm and shortly after, she would get extremely low. The patient did get the alert for both "high and low." She could not recall the actual cgm readings, and no comparisons were made because her bg (blood glucose) meter was not working at that time. Every time she got high readings, she took a short-acting insulin, and she ate food every time she got extremely low. There were no symptoms mentioned by the patient but as the patient could not get her readings under control, the patient's friend took her to the hospital the day after where she received treatment with novolog. The patient mentioned she had diabetic ketoacidosis and stayed in the hospital for 5 days. At the hospital, she could only recall that the readings on her cgm were urgent high, then it went to extremely low in a short time and stated that the sensor was removed. At the time of the report, the patient was normal but still felt a little tired. Data was evaluated and the allegation was undetermined as data investigation could not confirm an unspecified issue with readings. The probable cause could not be determined. No additional patient or event information is available.